Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the patients¿ data were not crossing, unable to authenticate. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients' data were not crossing, unable to authenticate. A technical support specialist restarted structured query language server service, found that the pharmacy enterprise structure over 1 year past expiration date, recreated self-sign and followed knowledge article steps by remotely access the es server, created the temp folder, saved the new file in the temp folder, opened a cmd window as administrator, navigate to the temp folder, generated the certificate, installed the certificate in both the personal and trusted root certification authorities store, configured es to use the new certificate, used power shell commands for 10 years validation, found etl was not starting, followed the knowledge article by opened new query window, ran the command against the server report manually, found hsv also didn't load the page, proceed to bind new cert created to pyxis identity server and pyxis platform service and able to access hsv to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.